Manufacturer narrative:
(B)(4). The results of this investigation confirmed the amplatzer cribriform occluder met dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the embolization remains unknown.

Event description:
During a procedure to occlude a left-to-right interatrial shunt, a 25mm amplatzer cribriform occluder (aco) was deployed under ice guidance. The aco appeared well-placed as evidenced by color-flow imaging and based on confirmation by the push-pull technique, the device was released. As the delivery cable was being removed, the aco reportedly embolized into the right ventricle with final embolization into the left pulmonary artery. A 25mm amplatz gooseneck snare was used to remove the occluder lengthwise. With the aco in an uncollapsed position, it was retracted through the right ventricle, right atrium and inferior vena cava. As the aco was being pulled into the ivc, the occluder came loose but was successfully recaptured with the snare. The aco was collapsed into a 12 french sheath and removed from the patient without sequelae. A 35mm aco was implanted successfully. The patient was stable after the procedure.